Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Analysis of the catheter found the sutureless connector to be leaking. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event.

Event description:
The devices were returned by an unknown source to the manufacturer with no information. The indication for use of the pump was intractable spasticity and other spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.